Event description:
Dexcom g6 appears to be having signal issues. At 5:47 pm reading 150 mg/dl, 5:52 pm reading 126 mg/dl, 5:57 pm reading 106 mg/dl. When dexcom g6 reading was 106 mg/dl, finger stick reading is 149 mg/dl, which is greater than the acceptable mard. Calibrated device accordingly.